Manufacturer narrative:
An evaluation of the device cannot be performed as the head of the reported screw was discarded by the hospital and the shaft remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "screw head broke off during implantation. Head removed by surgeon and discarded, shaft left in place".